Event description:
Continual alarms on continuous renal replacment therapy (crrt) machine for "access extremely negative" for last 24 hours (or more). There were frequent reset-ups and recircing done. Renal fellow aware and was considering new device. Upon arrival this am, I attempted to troubleshoot the filter. I clamped the arterial access and used 0.9 normal saline flush wide open as arterial source. However, the machine continued to have "access extremely negative" alarm. Continued to run by pushing continue multiple times, and was able to give him most of his blood back. No large clots seen in the system. Dialysis rn called to look at machine. Set up and machine saved, and left on. Biomed called and was advised to turn off machine, dispose of set up, put tag on machine, and put in back room. New crrt machine to be used.

Event description:
It was reported that the patient received inappropriate shocks due to an svt episode. After the shock was delivered the hvli decreased and all therapies were inhibited due to possible damaged high voltage circuit.analysis of the ICD identified hv output circuitry damage due to lead arcing to the ICD can. Lead damage is suspected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes that the previously capped lead was extracted. Via fluoroscopy, externalized conductors were observed.